Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the pump¿s history verified loss of prime associated with low non-zero force. There were no loss of prime alarms during investigation. The force sensor was found to be in calibration.